Manufacturer narrative:
The technician found worn brake bearings, a broken stiffener plate and a damaged brake caster causing the brake to not hold. The technician replaced the bearings, stiffener plate and brake caster to repair the bed.

Event description:
The technician found the brake will not hold.